Event description:
It was reported that the patient presented in clinic for a normal device check-up. Upon device interrogation, an alert was noted for an output anomaly. The device was explanted and replaced due to end-of-life indicator. The patient was stable before, during, and after the procedure.